Manufacturer narrative:
Strips were returned for evaluation. The test strip information was not provided in the initial report.

Event description:
In the evening the customer received a blood glucose reading of approximately 300mg/dl from the contour next link, and accepted the insulin dosage from her pump. At approximately 11-11:30pm she started feeling bad with hypoglycemic symptoms. She could not walk or see well and her knees were shaky. She fell asleep and her husband was almost unable to wake her up. Further information was not provided. Strip information was not provided and strips were not expected to be returned. A new meter was sent to the customer.